Event description:
It was reported on (B)(6) 2025 that the patient was experiencing worsening skin irritation while wearing the electrode - adapter - flex with electrode - pad - foam - vermed a10091. The patient described the irritation as burning sensation with blister. The patient sough medical attention and was prescribed topical steroid, triamcinolone acetonide. The patient prepped their skin by washing with soap and water and pat dry. The patient does not have history of skin sensitivities/allergies.

Manufacturer narrative:
It was reported that the patient was experiencing a burning sensation with blisters while wearing the electrode - adapter - flex. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: age extremes (infant 0-12 months, pediatric 1-18 years, elderly 65 and older). Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.